Event description:
It was reported by the customer's biomedical technician that the device was damaged. The front case was cracked around the therapy connector and a therapy cable could no longer be plugged into the device. The biomedical technician did not know how the device had been damaged. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control contacted the biomedical technician to confirm resolution to the reported problem. The biomed confirmed that they had been able to complete a full case change on the device. A therapy cable can now plug into the device with no problem. The cause of the reported failure was determined to be due to physical case damage.